Event description:
It was reported that the insulin pump delivered a bolus twice on its own. It was stated that the battery was removed for twelve hours. Instructed the caller to instal a new battery. The bolus history was reviewed, and showed two bolus wizard of 25.4 units for 200 grams was delivered in two different times on (B)(6) 2011. It was stated that the customer denies programming these two bolus wizard. The doctor also reported that the screen on the insulin pump was hard to read as well there were lines across it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.